Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12l16016, and h12k26132. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included oral antibiotics (type, dose, and frequency unknown). On an unknown date during hospitalization, the patient stopped peritoneal dialysis, had her pd catheter removed, and began hemodialysis. The patient was discharged from the hospital and had recovered from this peritonitis event. Additional information was requested but is not available. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.